Event description:
It was reported that failure to cross the lesion which resulted to perforation was encountered. A 20 x 3.50mm promus elite mr drug eluting stent was advanced for treatment. However, it was noted that the patient had a perforation from ballooning lesion trying to get stent across.